Manufacturer narrative:
Additional information: investigation -it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, ivc occluded, unable to retrieve (embedded): drop in o2, labile heart rate (referred ICU), pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. It is unknown if the reported drop in o2, labile heart rate (referred ICU), and pain are directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/13/2017 as follows: patient received an implant on (B)(6) 2002 via the right common femoral vein due to history of severe deep vein thrombosis, upcoming knee surgery. Patient is alleging difficult attempted retrieval leading to ICU stay, filter embedded in caval wall, device is unable to be retrieved, pain, iliocaval thrombosis, drop in oxygen saturation, main pulmonary artery grossly dilated suggestive of pulmonary hypertension requiring arterial line be placed for monitoring due to the device. Retrieval was attempted on (B)(6) 2016.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2002. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.